Event description:
On (B)(4) 2013, it was reported that the patient's infusion device had often displayed e4 (occlusion error). The patient changed the infusion set, but the device still displayed e4. The patient then changed the insulin cartridge and the error could be cleared. The patient's blood glucose level was elevated to 300 mg/dl. The patient went to his neighbor because he felt sick, nauseas, and was having problems with his vision. The neighbor called an ambulance and the patient was taken to the hospital. At the hospital, the patient's blood glucose level was 1200 mg/dl. The patient was treated with and IV of insulin and a perfusor. The patient then utilized insulin injections to correct the blood glucose level. When the patient restarted the device it displayed e7 (electronic error). He changed the battery in the device but it continued to display e7. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The force sensor idle value is too high. The reason for a shifted force sensor idle value is an excessive mechanical force applied externally to the piston holder in the cartridge compartment. The deviation in the force sensor idle value led to a premature/false positive occurence of the e4 and e10 error messages. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications and is not affected by this failure. The problem mentioned by the customer is related to a handling issue.